Event description:
During preparation, it was reported friction encountered while moving the guidewire within the balloon catheter. The device was not used in patient.

Manufacturer narrative:
The catheter and guidewire were returned for evaluation. The balloon catheter was found twisted at approximately 1.4 cm from the distal tip. Examination of the guidewire showed that the guidewire's distal tip (cap) was missing.